Manufacturer narrative:
The device evaluation found that the nozzle had foreign material. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer reviewed the customer provided cleaning disinfection and sterilization (cds) processes where it was unknown if the reprocessing was conducted in accordance with the instructions for use from the obtained information. Based on the results of the investigation, a definitive root cause could not be established for the foreign material found in the nozzle. It was confirmed that there was no physical damage on the device where the foreign material was found. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in cf-xz1200l/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-xz1200l/I reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in nozzle. There were no reports of patient involvement.